Event description:
Patient with lumbar fusion pca dilaudid initiated at 1723, hand off at 1937 with remaining dilaudid of 45.5ml. Hand off in the morning the amount remaining was 29.8ml with 3 delivered at 0.6mg. Discrepancy noted from the 45.5ml to 29.8ml. Free flow suspected. Pump stopped. Patient asleep but arousable. No harm. After investigation determined not to be a free flow event, all dilaudid accounted for. Concern for history review not showing accurate data. FDA safety report ID # (B)(4).